Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a microclave clear connector that the customer reported the central part failed to return to its default position when the baxter infuser luer lock was removed. The partner was managing the baxter infuser change and phoned immediately to advise of concerns. The customer stated "the partner was panicked and needed to remove the air bubbles from the line." There was patient involvement, however no report of adverse event.